Event description:
No additional information is available.

Manufacturer narrative:
This complaint was submitted under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. This is a limited investigation, as per wi040006; (8.3.4) a review of the device history records, complaint history review, and risk assessment will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. The following actions were previously initiated to address this issue: ca-04038. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device spontaneously deflated. There was no harm or delay involved. No adverse event was reported as a result of this malfunction.